Event description:
Upon removal of piv [peripheral IV], catheter tubing noted to be jagged. Ultrasound performed noting catheter fragment in left cephalic vein. Cvt [cardiovascular technologist] consulted for removal-